Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use, in the indication/ inclusions sections states that the jostent graftmaster is a balloon-expandable premounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for treatment of coronary artery aneurysms, coronary bypass-vein graft aneurysms, acute coronary artery perforations and acute coronary artery rupture. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to the procedure, the patient was in good condition. During the procedure, after implanting a 3.5 x 25 non-abbott drug-eluting stent in a mildly calcified, 95% stenosed lesion in the mildly tortuous mid left anterior descending (lad) coronary artery, a dissection was noted in the vessel. An attempt was made to cross with a 3.0 x 19 rx jostent graftmaster covered stent system, however, the graftmaster was unable to cross the lesion. A new graftmaster was able to cross and treat the dissection. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.